Event description:
It was reported that during a parotidectomy, the blade broke when it was being cleaned. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.